Event description:
The third party service provider received the device with a note saying the device ¿froze during monitoring¿. The device could have locked up and would not be available for use in the reported condition. There was no report of patient use associated with the event.

Manufacturer narrative:
(B)(4): the third party service provider evaluated the device and was unable to verify or duplicate the reported problem. Proper device operation was observed through functional and performance testing and the device returned to the customer for use. A conclusive cause of the reported event could not be determined.